Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) based on the previous c-34 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found to have a c-34 error at startup on an in-house system. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was due the measurement for the hf voltage being too small with on.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure that activation error c-34 occurred against the generator. It was stated the error was persistent, and that they were unable to use energy. The intuitive tech support engineer (tse) confirmed the reported c-34 error in the system logs. The tse recommended rebooting the generator. It initially powered on without issue, but when the surgeon tried to use energy, the error returned. The tse advised that they could use the third-party force triad as a backup generator. There were no reports of patient injury.